Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).